Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/4/2023, it was reported by an arthrex subsidiary employee via sems-06421551 that an ar-1934d-24 drill for a 2.4 mm suturetak drill bit broke inside the bone. The technique was carried out correctly, but the patient's bone was hard, and when the surgeon pushed too hard, it broke. The tip remained implanted in the patient. The case was completed successfully with no information provided. This was discovered during an elbow triceps procedure on 11/27/2023.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays that the distal end of the drill had broken. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Additional info: b5, g3, h6.

Event description:
Additional information was received on 12/21/2023: the case was completed by finishing the hole. The surgeon used kirchner wire number 2 to pass the wire through and attach it to the anchor. The surgery took one hour and fifty minutes (starting at 6:20 pm and ending at 8:10 pm). There was no report of adverse effects on the patient. X-ray is attached.